Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support with the impella cp device, the automated controller experienced a placement signal error. It was noted that the controller was displaying a mean arterial pressure approximately ten points lower than the arterial line measurement. No additional information regarding corrective actions was provided. This has been classified as a reportable malfunction.